Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of an unspecified thrombosed vessel after an unspecified procedure. Reportedly, an unspecified device failure occurred, the starclose se was removed and the vessel was sutured to achieve hemostasis. There were no adverse patient effects. The physician stated he did not believe the device failed, the vessel was thrombosed, that is why the surgery was needed. No additional information was provided.